Event description:
A surgeon reported arcuates incisions were perforated when injecting viscoelastic into the right eye. Sutures were required to close the incisions.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).